Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving pain relief from the stimulation. The patient also reported if she stretches or moves, a painful zap sensation was felt down her legs. The sjm rep met for reprogramming and the patient reported the stimulation was still not providing stimulation in the correct areas. It was reported the patient was scheduled for an appointment regarding the issue.